Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate any issues or malfunctions. The system was functioning as designed. The system was being used for a vascular procedure and is not configured or intended for that use. User unfamiliar with system operation and limitations. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported was a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have odd x-ray timing and system did not save images taken in pulse.